Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized in (B)(6) with a high blood glucose level of 800 mg/dl. The customer felt symptoms of ketones, constant thirst, vomiting and nausea. The customer was treated for their blood glucose with IV drip. The customer had issues with their keypad where they had to press the buttons multiple times for the device to react. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.